Manufacturer narrative:
The lens was returned posterior surface up, positioned incorrectly in the lens case. Viscoelastic was observed on both sides of the lens. The lens had been cut in half. The first portion had a broken haptic-distal area. This haptic was also bent-gusset and distal area. The broken portion was adhered in the viscoelastic on anterior surface. A crack was observed in the center of first portion. Long and short scratches were observed on the posterior side. The second portion was returned pressed between the outside of a post and the inner rim of the lens case. The haptic was bent-gusset area. The optic was bent/split in haptic insertion area against a post of the lens case. This damage was due to the returned position of the lens portion. A scratch/gouged area was observed in the center of anterior surface of the second portion, which extended across the center of the other portion. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified associated products were used. The company lens is only qualified for use with the company cartridges. A scratched/gouged area was observed on the anterior surface of the returned optic portions. Damage to the anterior surface may be cause by an instrument used to grasp the lens or if a plunger override occurs. All lenses are 100 percent inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, it can be reasonably concluded that the damage was not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. It is unknown if qualified associated products were used. The instructions for use (IFU) instructs: company foldable iol (intraocular lens) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during intraocular lens (iol) implant procedure, noticed that the lens was scratched after implanting the lens. The lens was removed by cutting and replaced with another unspecified lens during initial procedure. The procedure was completed without any harm to the patient. Additional information has been requested.